Event description:
A malfunction alarm identified as malf 16 occurred with no notable events prior. There was no adverse impact on the customer's blood glucose level. The malfunction code was reset successfully, and it did not recur.